Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. A loose connector was found on the led indicator board. Re-seated the connector. All battery and charger voltages checked normal on the j7 connector. No parts were replaced. A loose connector on the led indicator board was found to be the root cause of the reported issue. A full imaging system check-out was completed following repair and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system was unable to acquire images. It was reported that neither 2d nor 3d imaging was functioning. The battery indicator bars were not scrolling, even with the umbilical cable connected and the line power light illuminated. The issue resolved and the procedure was completed successfully with the imaging system. Length of delay to the procedure was not provided. No impact to the patient was reported.